Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information was received via voluntary medwartch report : (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient¿s daughter that the patient went in to cardiac arrest and the ¿crt-d had failed never sending any shocks due to the device tech turning off one of¿ the patient¿s leads ¿one month after heart surgery¿. The daughter further reported the patient was taken to the hospital where the patient went into cardiac arrest. Resuscitation efforts were performed. It is alleged the ¿crt-d never worked causing damage to¿ the patient¿s ¿heart, brain and kidneys.¿ the patient is reported to have been taken to surgery, was stable and ¿then something went wrong after surgery in the ICU¿. The doctor is reported as having placed the patient on a ¿heart pump to help pump blood to¿ the patient¿s heart. The following morning the patient is reported to have had ¿two blockage¿ and was deceased.